Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 60mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the aortic neck severely angulated greater than 60 degrees and 20mm in diameter immediately below the most distal renal artery. The diameter immediately above the aneurysm was 16mm and the proximal neck length was 12mm. It was reported that a final angiography revealed the presence of a type ia endoleak. The physician performed additional touch up; however, due to the curvature of the neck the leak still remained. The patient will continue to be monitored and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; severely angulated neck. Aortic neck greater than 60 degrees. Conclusion: endoleak. Anatomy related; severely angulated neck. Aortic neck greater than 60 degrees.